Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no esc and act button response due to corroded esc and act keypad traces. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and unresponsive buttons. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.